Event description:
Consumer called report meter readings higher than what he actually feels. Analysis run on consensus error grid using mean reading (230) as ref. Point vs. Bd readings (354, 105) yielded data points in the c zone of the grid, outside of acceptable limits.